Event description:
Boston scientific received information that during an implant procedure, this lead was displaying high impedance and pacing threshold measurements. After the lead was explanted it was determined to be fractured. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the insulation was torn and a kink in the coils. No coil fractures were observed. Resistance and pressure tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Resistance testing showed all conductive paths were within specification indicating that no fracture had occurred. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
This lead was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.